Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported by the parent that while at school, the pediatric patient experienced symptoms of hypoglycemia including weakness, presyncope, and nausea. According to the report, the patient was using the omnipod pump and it released insulin because the egv was high around 300 mg/dl, but the bgm was at 76 mg/dl. When the patient felt low, the school nurse provided carbohydrates. An unspecified time after treatment, the hypoglycemia symptoms persisted so the school called the parent and the parent transported the patient to the ed. According to the parent the egv was over 300 mg/dl during the event. In the ed, the patient was treated further with 125 grams of carbohydrates. The parent also suspended insulin delivery on the pump. No other treatment was provided as per the parent. After treatment, the patient slowly regained energy and felt fine. The patient was in the ed from around 1100-1500. At the time of the report the following day, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.